Manufacturer narrative:
This supplemental report is being submitted to provide the results of the investigation. Device was not returned for evaluation and could not be evaluated. Based on the results of the investigation, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
No new additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the ceramic tip detached while passing through a stenosed urethra during a therapeutic turbt, the procedure was completed with a similar device. There was no harm or injury reported.